Event description:
It was reported the pt experienced incontinence due to fluid loss in the device. The entire system was replaced.

Manufacturer narrative:
Catalog# 72402105, serial# (B)(4), catalog# 72402287 serial # (B)(4). Final device analysis. Catalog# 72401984, serial #(B)(4) was rated as unsatisfactory noting a lead in the cuff from wear at the corner of a fold. Catalog# 72402105, serial# (B)(4) performed within specification. Catalog# 72402287, serial# (B)(4) was rated functional for poppet pressure and resistor flow rate. Additional functional tests were within specifications and no leak was found. Should additional info become available regarding this surgery, it will be reevaluated and a f/u report will be sent.